Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed a flow accuracy test. It was reported that the pump was programmed to deliver 50 ml and the amount delivered was 9-10 ml below what was expected. It was also reported that there was no pt involvement.